Event description:
It was reported that during an unspecified surgical procedure the connector on the vapr vue generator device intermittently failed. No error code was displayed. It was initially reported that when the vapr vue generator was attached to the vapr clplse90 electrode w hand cntrls device, it displayed the message ¿invalid instrument¿. It was further reported that the field service engineer checked the vapr vue generator. On first power-up it operated normally. On a subsequent power-up it displayed "invalid instrument." When retested it functioned normally. For rf testing the fse connected the instrument to other generators; it worked normally. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is turned on. "Invalid instrument" being displayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr vue generator would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.